Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v741113, implanted: (B)(6) 2011, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported only one of the programs worked and the patient couldn¿t get a check mark next to any of the other programs. It was stated it was uncomfortable when she put it on, it was at 1.0 volts. It was noted the patient did not feel any stimulation and she was getting up at night again. It was also stated when she increased it she did not feel stimulation she did not feel it but if she bent a certain way she felt a jolt and could ¿hardly walk¿. The patient wouldn¿t feel anything then would feel a jolt. The event or symptoms began about one month prior to report. The patient then synched the programmer with the ins and was on program 1 at 0.8 volts, and it was an uncomfortable experience when she tried to increase it before. The patient changed to program 2 and went past 7.0 volts and reported she still didn¿t feel stimulation. Reportedly, the patient fell about 3-4 weeks prior to report but this was happening before that. The patient was redirected to their healthcare provider.